Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The conclusions are as follows: the peak is observed on (B)(6) 2024 since one bit was corrupted. This is a well known and non-destructive phenomenon in microelectronic circuits. The correct value would have been 13.8 mv instead of 5676.7mv. This complaint is recorded for trending purposes.

Event description:
Reportedly, during the follow up, the measurements on the leads tab, the detection curve shows us a peak in around on (B)(6) 2024 of more than 5600mv for the right ventricle.